Event description:
It was reported that device contamination occurred. The stenosed target lesion was located in the left anterior descending artery. A 3.0mm x 12mm quantum maverick balloon catheter was selected for use. However, it was noticed that the sterile package of the balloon was broken and could not be used. The device was replaced immediately with a different device, and no patient complications reported. The patient condition was good.

Manufacturer narrative:
Initial reporter address 1: (B)(6).